Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had a re-current replace battery now alert and the battery depletes directly without a low battery alarm. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer reported receiving a replace battery alert replace battery now alarm. This was the second occurrence of receiving a replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test, sleep current measurement and active current measurement. Pump was monitored and no unexpected battery power loss noted. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. The pump trace download analysis confirmed the pump alarmed pump error 25 alarm and replace battery alert/replace battery now alarm. Insert battery alarm was found on: 05/17/2024 15:09:26.000, 05/17/2024 15:09:49.000, 05/18/2024 20:34:44.000, 05/19/2024 18:58:24.000. Replace battery alert was found on: 05/17/2024 15:00:00.000, 05/18/2024 20:00:00.000. Replace battery now alarm was found on: 05/18/2024 20:31:00.000. Pump error 25 alarm was found on: 04/18/2024 22:00:00.000. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The power management tool confirmed pump error 25 alarm and replace battery alert/replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 19-may-2024 in the formatted history file. Lostsensor1alert (780) was found on: 05/14/2024 21:12:00.000, 05/14/2024 21:22:00.000, 05/18/2024 15:07:00.000, 05/18/2024 15:17:00.000. Sensorerroralert (801) was found on: 05/18/2024 23:56:07.000, 05/19/2024 00:31:07.000, 05/19/2024 01:06:06.000. Lostsensor2alert (781) was found on: 05/18/2024 15:34:00.000, 05/18/2024 15:44:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The test p-cap locks properly into the reservoir compartment; however, a cracked retainer and a retainer knit line damage were noted during testing. The following were noted during visual inspect a stained keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Retainer ring damage (a cracked retainer and a retainer knit line damage) was confirmed. Pump error 25 alarm and unexpected battery power loss/replace battery alert/replace battery now were confirmed due to connector resistance issue on j6/pcb1. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.